Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the unit was not heating, however, the cooling side does work properly. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process, but not yet completed.

Manufacturer narrative:
Eval is progress, but not yet concluded.